Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the touch screen timed out quicker than expected. There was no impact to the customer¿s blood glucose. Although requested, the customer did not upload the pump data logs to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.